Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise on shock impedance measurements reaching out of range values greater than 120 ohms. Technical services (ts) recommended programming enhancements. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.